Event description:
A customer reported a system message displayed, prior to the procedure, causing the system to lock. The procedure was canceled after the patient had received peribulbar anesthesia.

Manufacturer narrative:
The company representative examined the system and representative replaced the footswitch, the can (controller area network) distribution pcb (printed circuit board) and the can cable assembly. The system was then tested and met product specifications. The root cause was not determined. (B)(4).